Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had unspecified pump error alarm, and motor error alarm. The customer stated insulin delivery was stopped temporarily. Customer declined troubleshooting process. Customer stated auto-mode system was switched off due to insulin pump error. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.